Event description:
It was reported that the lead exhibited varying thresholds and loss of capture. The lead had perforated the ventricular wall. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.